Event description:
Caller states that she tested her blood glucose at 104mg/dl. She states she took her normal medication, ate and a few hours later she was found unresponsive. The paramedics were called and obtained a result of 20mg/dl on their device. No tests were performed on caller's device at that time. She was given a shot by the paramedics and then an IV at the hospital. No quality controls were used. Requested return of suspect device and replacement was sent.